Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and the outcome were unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 1 gram once in 4 days and injection amikacin, 125 milligrams once a day (routes and durations were not reported). It was not reported if pd therapy was ongoing. No additional information is available.